Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were leaking from the o-ring. Customer's blood glucose level ranged between 350 to 425mg/dl. Customer reverted to an alternate method of insulin therapy.